Event description:
It has been reported that the weighted base of the device seemed larger than previous devices. The connection was not tapered. The tube kinks in the stomach. The tube was difficult to remove. The tube was removed through the pt's nose and caused pt bleeding.